Event description:
It was reported that during loan kit inspection, by the loan kit technician it was identified that the product is damaged. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. During manufacturer's investigation of the returned device it was identified that the tip of the depth gauge 2.7/3.5 0 - 60 was broken.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the depth gauge 2.7/3.5 0 - 60 was observed broken, the fracture face was evaluated and no material issue was identified. In addition, tip fragment of the needle was not received or evaluation. A dimensional inspection for the depth gauge 2.7/3.5 0 - 60 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge 2.7/3.5 0 - 60 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part # 03.133.080 synthes lot # j001382 supplier lot # j001382 release to warehouse date: 08 sep 2020 supplier: (B)(4). No ncrs were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.